Event description:
During a shoulder arthroscopy using the healicoil rg dilator 4.75mm, reusable it was reported that the doctor was inserting a 4.75 healicoil regenesorb awl using a mallet into hard bone on the humeral head and the distal tip broke off in the patient. The metal tip is imbedded in the bone and is not able to be removed. The doctor has opted to leave the tip in the patient's bone. In completing the case, a second 4.75 awl was used to make a new hole with no issue. A 4.75 regenesorb anchor was inserted and held position while the rotator cuff was repaired. There may have been off-axis insertion.

Manufacturer narrative:
One healicoil rg dilator 4.75mm, reusable device was returned for evaluation of the reported complaint mode ¿broken tip.¿ it was visually confirmed that the tip is broken. In an effort to determine a possible cause the device was submitted to first article for material verification, material hardness and dimensional analysis of applicable specifications. The material was confirmed to be 17-4 ss, the hardness and dimensional analysis was all within specification. Lodging the tip in hard bone and bending shaft can break the tip. The tip is designed to provide purchase at the required location and the remainder of the hole preparation should be performed by screwing in the device. In conclusion, nothing on the returned device led to a possible cause of breakage and it is most likely caused by the tip over stressed in hard bone via bending. (B)(4).